Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used in an unspecified procedure on a patient. The date of the procedure was not reported. According to the complainant the device was "defective". Additional attempts have been made to obtain event clarification and patient follow up. These attempts have been unsuccessful.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).